Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, this patient underwent endovascular treatment using gore® tag® conformable thoracic stent graft for a chronic type b aortic dissection. A total debranching/bypass procedure was performed. Tgu404020j was implanted. Later, on an unknown date, a stent graft-induced new entry (sine) was observed at the distal edge of the device. As reported, on (B)(6) 2021, a reintervention to place two additional stent grafts was performed (recorded in (B)(4)). These two implanted stent grafts were gore® tag® conformable thoracic stent graft with active control system (ctagac). Tgmr312610j was implanted distally and tgmr404015j was implanted proximally. The patient tolerated the procedure. Thereafter, on (B)(6) 2022, at a follow up, a leak into the aneurysm was observed. A reintervention was performed. A possible type iii endoleak at the junction between two ctagac devices was revealed by angiography. Additionally one stent graft was implanted to cover the junction. The angiography revealed that the leak was reduced but still remained and a possible distal type I endoleak of tgmr312610j was suspected. Additionally one stent graft was implanted to extend distally. The leak was resolved. The patient tolerated the procedure.